Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that the aneurysm procedure was performed and completed successfully using the subject flow diverter stent. Post-procedure during routine follow-up, it was observed that the vessel lumen and the distal part of the subject flow diverter stent narrowed. Due to which the rate of blood flow was decreased. No additional information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date ¿ added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed. An assignable cause of procedural factors will be assigned to the reported event of the stent deformed as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event of patient parent vessel stenosis, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files. Device remains implanted in patient.

Event description:
It was reported that the aneurysm procedure was performed and completed successfully using the subject flow diverter stent. Post-procedure during routine follow-up, it was observed that the vessel lumen and the distal part of the subject flow diverter stent narrowed. Due to which the rate of blood flow was decreased. No additional information is available.